Manufacturer narrative:
The pod arrived undeployed. The internal portion of the pod was heavily corroded. Battery voltages were low as a result. The pcb was removed from the chassis, cleaned, and attached to an external power supply in an attempt to retrieve data, but data was ultimately unavailable. Without pod data, it could not be determined if any issues were present that would have prevented the pod from deploying as intended. A leak test was conducted, and no leaks were observed. Inspection of the fluid path under magnification found no damages that would result in the internal corrosion. No housing damage was observed that would allow for fluid ingress. The source of the internal corrosion and subsequent data loss could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 386 mg/dl while wearing the pod for less than an hour. The patient stated the cannula did not deploy, indicating a needle mechanism failure. The pod was removed from the infusion site and the cannula observed to be inside the pod and was bent.